Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total abdominal hysterectomy and appendectomy, on appendectomy ligation, the suture came off the needle during application. The surgeon said "did not know why or what happened¿" and "not seen it happen before¿. To complete the procedure, the tissue was oversewed using a silk. There was no patient injury.